Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy for svt. Programming changes were made. Patient will be monitored. Device remains implanted.